Event description:
An olympus endoscopy support specialist (ess) visited the customer to perform an observation of the reprocessing techniques for the sterile processing (spd) staff. The in-service consisted of reprocessing training, including proper endoscope handling, repair prevention, manual cleaning, and high-level disinfection according to the olympus reprocessing manual. During the in-service, it was identified that the customer was unaware this device had a water-resistant cap to fully immerse the scope. They were keeping that part out of all fluids. The customer ordered extra caps and reached out to the respiratory manager as well to inform them that these caps need to be on after the procedure to be sent down to spd. Going forward, the water-resistant caps will be placed on, and the scope will be fully reprocessed. The ess corrected the facility technician on the reprocessing steps.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, although the device was not returned, a field service engineer (fse), provided reprocessing training visited the customer site to provide comprehensive reprocessing training. This training covered proper endoscope handling, repair prevention, manual cleaning, and high-level disinfection in accordance with the olympus reprocessing manual. During the visit, it was identified that the customer was unaware that this model requires a water-resistant cap to enable full immersion of the scope. The most probable cause is traced to failure to follow instructions, as the issue was traced to the user not adhering to the manufacturer's instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.